Event description:
Title: comparison of primary suture and t-tube drainage in laparoscopic common bile duct exploration for treatment of extrahepatic bile duct stones. This study aims to investigate the effect of primary suture and t-tube drainage in the treatment of extrahepatic bile duct stones. Between january 2017 to october 2019, 100 patients with extrahepatic bile duct stones who underwent laparoscopic common bile duct exploration using 4-0 johnson & johnson stratafix suture. Reported complications are 4-0 johnson & johnson stratafix suture. N=1 bile leakage. Treatment: not reported. N=1 bile duct residual stone. Treatment: not reported. In conclusion, primary suture of common duct exploration is as effective as t-tube drainage in the treatment of extrahepatic bile duct stones, with high safety, which is conducive to rapid recovery of patients.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: 1007-0893 (2020) 05-0130-02. Https://doi.org/10.16458/j.cnki.1007-0893.2020.05.062.